Event description:
Account alleged that the bed is not sending a nurse call when the ppm alarms at the bed. Account stated that there were no injuries and a pt was not in the bed. Account alleged that the bed was being used on a medical floor. Repair has not been completed at this time.